Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva tpn bags were leaking from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 11, 2018 - may 12, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a box and no leak was observed. The reported condition could not be verified through photograph inspection as no product (bags) were seen in the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.